Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying.   The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The patient is noted to have a history of end-stage renal disease, s/p renal transplant, and kidney cancer on hemodialysis. Per the instructions for use, the safety and effectiveness of the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx has not been established for patients with abnormal calcium metabolism (e.g., chronic renal failure, hyperparathyroidism) because it has not been studied in these populations. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm 7300tfx valve underwent a valve-in-valve procedure after an implant duration of one year, 10 months due to calcification, degeneration, severe restricted motion of leaflets, severe mitral stenosis and trace mitral regurgitation. The tmvr was performed with a 29mm 9600tfx transcatheter with excellent results. Per the operative report, at baseline, the aortic valve had a peak gradient of 60mmhg due to patient prosthesis mismatch. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged home on pod #1 in stable condition.

Manufacturer narrative:
Corrective data: corrected sections: b5, b7, h6 method codes (4111, 4112, 33321 and 4117).

Event description:
It was reported that a patient with a 33mm 7300tfx valve underwent a valve-in-valve procedure after an implant duration of one year, 10 months due to calcification, degeneration, severe restricted motion of leaflets, severe mitral stenosis and trace mitral regurgitation the tmvr was performed with a 29mm 9600tfx transcatheter with excellent results. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged home on pod #1 in stable condition. Per the cardiac cath report, the existing 21mm 3300tfx aortic valve had a peak gradient baseline of 60mmhg due to patient prosthesis mismatch after an implant duration of one (1) year and 10 months discharge follow-up instructions: consider alcohol septal ablation (asa) if the patient continues with doe due to lvot gradient (30-40mmhg). This will be monitored.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H11: corrective data: corrected section h6: conclusion code (4315 and 22).